Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on march 16, 2023. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter. The clip eventually was able to release after manipulation of the catheter by shaking the insertion tube of the scope. Finally, the catheter was able to be safely removed from the patient and the procedure was completed with another resolution 360 clip. It was reported that the scope had some torque; however, the exact position is unknown. There were no patient complications reported as a result of this event. Additional information received on march 16, 2023: it was clarified that the clip was stuck on the catheter while in the lumen of the esophagus and acquired some tissue in the esophagus. The clip eventually came loose and fell off the tissue upon removal of the delivery system from the patient. It was reported that the clip did not cause trauma or any additional bleeding to the patient.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter. The clip eventually was able to release after manipulation of the catheter by shaking the insertion tube of the scope. Finally, the catheter was able to be safely removed from the patient and the procedure was completed with another resolution 360 clip. It was reported that the scope had some torque; however, the exact position is unknown. There were no patient complications reported as a result of this event.